Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog. Upon investigation of the actual device used in this incident, it was determined that the issue button was not populating. The technical support specialist (tss) logged the user out and back in to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medbank had a medication issue button was not shown. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd generic pyxis¿ medbank had a medication issue button was not shown. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.